Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The broken needle strip was stuck inside the tip insert within the hand instrument. This failure mode is typically caused by applying excessive force while attempting to pass through challenging tissue (i.e. Thick or calcified). The end user applied forces will cause the needle to buckle within the cannulation. The remaining portion of the needle was not returned or identified. Unable to remove broken needle strip from the tip insert. Needle dimensions could not be taken. Based off the information provided, the most likely cause for the reported failure is user error for applying excessive force during use.

Event description:
It was reported by the sales rep, that the tip of scorpion needle broke off inside the shaft of the instrument and will not allow another needle to completely insert into the instrument.